Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) and platelet (plt) results generated by the coulter lh 500 instrument for a single patient sample. Initial hgb result was 12.9g/dl and plt results was 211x10 to the third power cells/ul. A week later, the patient had an anemia workup performed and the previous cbc results were reviewed. Based on patient history, the doctor questioned these results and ordered the patient redrawn. The redrawn results were higher and consistent with patient history and considered correct. Hgb - 17.1g/dl, plt - 259x10 to the third power cells/ul. The initial sample was then re-tested and gave higher results when compared to the initial result and repeated results were closer to the redrawn sample results. Hgb - 16.5g/dl, plt - 241x10 to the third power cells /ul. There was no death or injury and patient treatment was not affected due to this event.

Manufacturer narrative:
The specimen was collected in a 5ml bd tube. Qc was run before the event and was within acceptable control range. A field service engineer (fse) was dispatched: the fse performed an instrument verifications inspections and found analyzer operating well within limits. No other problems were observed at this time. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).